Manufacturer narrative:
Investigation is ongoing. Related mfgr. Report number: 2015691-2018-04241.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, a pre bav was performed and there was a drop in output. The 29mm sapien 3 valve was proceeded to be implanted in a 90:10 aortic position which resulted in severe paravalvular leak (pvl), severe central regurgitation and increased output loss. A second 29mm sapien 3 valve was implanted after 20mins of CPR, which led to recovered output and blood pressure. An annulus rupture was then identified causing continued output loss. A third 29mm sapien 3 valve was implanted in an attempt to seal the rupture, however, after the valve was implanted output did not return and the patient expired. The patient¿s annuls diameter measured 605cm². Note: this event description pertains to the annular rupture.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that procedural factors may have contributed to the event. However, the cause for the annular rupture cannot be determined, other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.